Event description:
It was reported the patient underwent a right hip arthroplasty. Subsequently, patient was revised approximately 6 years later due to elevated metal ion levels, metallosis, in-vivo corrosion, altr, pseudotumor and pain. No further event information available at the time of this report.

Manufacturer narrative:
Medical records were provided. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected : updated: h2; h3; h6. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: zimmer femoral head sterile product do not resterilize 12/14 taper cat#00801803601 lot#62783553; zimmer liner standard 3.5 mm offset 36 mm i.d. For use with 56 mm o.d. Shell cat#00630505636 lot#62718394; zimmer shell porous with cluster holes 56 mm o.d. Cat#00620005622 lot#62401336; zimmer bone scr 6.5x25 self-tap cat#00625006525 lot#62587130; zimmer bone scr 6.5x30 self-tap cat#00625006530 lot#62429067; zimmer femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 10 standard offset cat#00771101000 lot#62688102; the device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2020 - 00392.

Event description:
It was reported the patient underwent a right hip arthroplasty. Subsequently, patient was revised approximately 6 years later due to unknown reasons. The head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent a revision procedure due to failed hip arthroplasty. Lab work revealed elevated metal ions: cobalt 9.3 h; 1.0 ug/l serum, and chromium 2.2; 5.0 ug/l. Trunnionosis and alval were observed during the revision procedure. Copious synovial fluid consistent with metallosis was present in the joint. There was pseudotumor in the joint capsule. The femoral head and liner were replaced with new zimmer biomet products. No other complications/findings related to the event were noted. The received additional information does not change the final conclusions of previous investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.